Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed tool marks on the device case and header. The seal plug is intact and the set screw operates normally. Laboratory analysis determined that the cause of the connection issue was isolated to the df+ spring connector which was dislodged from the connector block, and was pushed into the opposite end of the lead barrel.

Event description:
It was reported that during a lead revision procedure, difficulty with the setscrew occurred with this single chamber implantable cardioverter defibrillator (ICD). While attempting to connect the lead, the setscrew could not be fully rotated, and the lead was unable to be secured in the header. Multiple attempts to secure the lead were made; however, were not successful. A new device was successfully implanted with the existing lead without further complication. No adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that during a lead revision procedure, difficulty was experienced with the setscrew of this single chamber implantable cardioverter defibrillator (ICD). While attempting to connect the lead; the setscrew could not be fully rotated and the lead was unable to be secured in the header. Multiple attempts to secure the lead were made however were not successful. A new device was successfully implanted with the existing lead without further complication. No adverse patient effects were reported. This device is expected for return.